Event description:
It was reported that after a meal the user observed blood glucose reading ¿high¿ on the ilet system and, after lack of improvement, performed a full supply change; upon rewinding and removing the prior cartridge, the user noted dampness in the cartridge chamber consistent with a leaking cartridge and was unsure about the sequence of connecting the connector to the cartridge, so user education was provided to insert the cartridge into the ilet before attaching the connector. Symptoms included hyperglycemia. Outcomes included no reported injury and self-monitoring at home.

Manufacturer narrative:
Investigation included a review of device use and user troubleshooting with attention to cartridge installation steps. Investigation of this case revealed evidence consistent with a possible cartridge leak and potential connection sequence error. It was concluded that hyperglycemia occurred in association with suspected cartridge leakage and use error related to cartridge-connector sequencing, with user reeducation provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.